Event description:
The patient reportedly experienced loss of lock followed by loss of sound. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.